Manufacturer narrative:
Other, other text: please disregard the initial report submitted with the MFR number: 3012307300-2023-01129. The report was submitted in error.

Manufacturer narrative:
There was no patient or clinical injury.

Manufacturer narrative:
Operator of deviceis unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump flipper is non functioning. No patient injury.